Manufacturer narrative:
(B)(4). The customer reported that the device failed the opcheck defib test. There was no reported patient involvement. Philips evaluated the device and confirmed the failure. The problem was resolved by replacing the therapy pca.

Event description:
The customer reported that the device failed the opcheck defib test. There was no reported patient involvement.